Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the suture was frayed and broken at one end as reported. This complaint can be confirmed. Although a definite root cause cannot be determined, it is a possibility that the suture might have come in contact with any of the sharp objects which caused it to break. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email when pulling the transplant into the sack hole on the white thread, the white thread is torn. The operators have flipped the button back (transversely) and tibial the complete transplant again withdrawn. Completion of surgery with a new rigidloop adjustable (but new arming of the tendon) time loss: 30 minutes the additional information was received via email by mitek complaints on (B)(6) 2017: the device was used in an acl, am. The graft size was 8mm, the tunnel sizes were femoral 8mm and tibial 7.5mm. The suture broke when pulling up through in the femoral socket inside the joint space the surgeon pulling on the suture with using snaps (rolled snaps). It was not easy to remove the original implant. They had to flip back the button and after they pulled it out from the tibial side. The original bone hole was used to complete the procedure. Additional information received via email from the affiliate on 11-3-17. Not yet, we hope that there will be no tissue damage. An incision was not made to remove the button, same tibial portal as pulled it in.